Manufacturer narrative:
The device was requested, but was not received as it was discarded by the site. A review of the lot history record (lhr) was performed. There were no non-conformance's observed related to the reported event for this lot. The lot conforms to its predetermined specifications and requirements. Investigation is not yet complete. A follow-up report with additional relevant information will be provided.

Event description:
A (B)(6) female patient presented for percutaneous coronary intervention (pci) for treatment of a non-calcified lesion in the tortuous mid left anterior descending (lad) coronary artery. A 6fr jl 3.0 guide catheter was placed via right radial access, followed by advancement of a guide wire, then pre-dilatation using a 2.0x15mm balloon. An attempt was then made to cross with a 3.0x18mm cobra pzf nanocoated coronary stent system, but the device was unable to cross the lesion. An attempt was then made to withdraw the cobra, but it was unable to be retracted through the guide catheter. A 6fr guideliner support catheter was inserted without success. The proximal stent struts of the cobra were noted to be protruding. After several attempts, the stent was noted to be slowly shifting off of the balloon. Thus, the physician decided to remove all devices as a single unit. While slowly retracting all devices as a single unit, the stent completely dislodged in the proximal radial artery. With a 2nd wire advanced past the stent (outside of stent lumen), two small balloons were advanced through the stent, then inflated to capture the stent; during withdrawal of all devices, one of the balloons slipped past the stent resulting in withdrawal off all devices except the stent. The stent was visualized outside of the radial artery but within the subcutaneous tissue tract. The patient remained stable. After obtaining hemostasis at the access site, the stent was surgically removed quickly and successfully with no reported adverse patient sequelae. Treatment of the target lesion was postponed to another date. Additional information was requested.

Event description:
A 71-year-old female patient presented for percutaneous coronary intervention (pci) for treatment of a non-calcified type b2 lesion in the tortuous mid left anterior descending (lad) coronary artery. A 6fr jl 3.0 guide catheter was placed via right radial access, followed by advancement of a guide wire with difficulty due to severe tortuosity, then pre-dilatation using a 2.0x15mm balloon reducing the stenosis from 80% to 40%. An attempt was then made to cross with a 3.0x18mm cobra pzf nanocoated coronary stent system, but the device was unable to cross the lesion. An attempt was then made to withdraw the cobra, but it was unable to be retracted through the guide catheter. A 6fr guideliner support catheter was inserted without success. After several attempts, the stent was noted to be slowly shifting off of the balloon. Thus, the physician decided to remove all devices as a single unit. While slowly retracting all devices as a single unit, the stent completely dislodged in the proximal radial artery. With a 2nd wire advanced past the stent (outside of stent lumen), two small balloons were advanced through the stent, then inflated to capture the stent; during withdrawal of all devices, one of the balloons slipped past the stent resulting in withdrawal off all devices except the stent. The stent was visualized outside of the radial artery within the subcutaneous tissue tract. The patient remained stable. After obtaining hemostasis at the access site, the stent was surgically removed quickly and successfully with no reported adverse patient sequelae. The patient was recommended for medical management.

Manufacturer narrative:
The device was requested, but was not received as it was discarded by the site. A review of the lot history record (lhr) was performed. There were no non-conformances observed related to the reported event for this lot. The lot conforms to its predetermined specifications and requirements. Angiography images were received and reviewed by celonova biosciences medical affairs. The lesion and moderate to severe tortuosity were noted in the mid lad. Balloon angioplasty was performed with stenosis reduction noted. There were no images to show the stent advancement difficulties. Images showing the stent in the subcutaneous tissue outside the radial artery was also seen. The investigation determined that while a definitive conclusive cause is not able to be assigned to the reported complaint, the reported difficulties may be attributed to the tortuous vessel, difficult take-off angle, interaction with guide catheter and support catheter, and / or other procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.